Event description:
It was reported that the patient felt good stim for about 3-4 months, then lost stim in right leg resulting in lead revision in 2009 where, according to the patient, the right lead was moved higher in the epidural space. The patient felt good stim in both legs.